Manufacturer narrative:
The glidescope gvm monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor and no abnormalities were discovered. The reported fault could not be reproduced. The glidescope gvm monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, the monitor screen would intermittently not show any picture. A delay in the procedure of two (2) to three (3) minutes, or less, occurred as a back-up glidescope go was obtained. No harm to the patient or user was reported.